Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happend prior to use on a patient. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. An unopened representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "staplers are not releasing the skin staplers. Does not discharge staple". This event happened prior to use on a patient. No patient involvement reported.